Manufacturer narrative:
(B)(4). Concomitant medical products: item# 118001; lot# 137900; versa-dial/comp ti std taper. Item# 113631; lot# 733410; comp primary stem 11mm mini. Foreign report source: (B)(6). The product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2020-03918. 0001825034-2020-03919.

Event description:
It was reported that the patient underwent a hemi-arthroplasty around 2-3 years ago. Subsequently, patient was revised due to shoulder pain. Attempts have been made and additional information on the reported event is unavailable at this time. No additional patient consequences were reported.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Visual examination of the provided pictures identified item and lot information for the devices in question. The taper and head were covered with blood likely from removal. The stem had biological debris and blood on the porous coating. Device history record was reviewed and no discrepancies were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.